Event description:
It was reported that a versacross steerable access solution was selected for use during a left atrium pulmonary vein isolation cryo. A st segment elevation and air embolism were noted. The physician has mentioned that this issue occurred using steerable versacross sheath. The issue was noted once the non-boston scientific bsw lasso catheter was inserted into the versacross sheath. The st elevation returned to normal after about 2 minutes. The doctor believes the st segment elevation was caused by air embolism introduced from the device. No other issues were noted. The procedure was completed successfully. The device is not expected to be returned for analysis (disposed). The patient is fully recovered. No beyond hospitalization was needed. The physician attributes the air embolism once he inserts the bsw lasso catheter into the versacross sheath.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.